Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited noise on the rate/sense and shock channels. The noise was oversensed. The device recorded five non-sustained episodes and inhibited pacing for 5-8 seconds in this pacemaker dependent patient. Lead measurements were stable. A boston scientific technical services consultant discussed a possible lead issue.